Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic-475 a patient isolate (escherichia coli) had low mic (false susceptible) results for the drug amikacin. The user verified the final result using kirby bauer, e-test strip and repeat testing. It is also to be noted that the user also preformed proficiency receiving low mics results for this drug. No health impact or consequence reported.